Manufacturer narrative:
Analysis was unable to confirm the reported event, the programmer powered up and worked as expected. No anomalies were found in the log files. The hard drive was then reconfigured and software was reloaded as a preventive measure.

Event description:
It was reported that the programmer screen went black and the image froze and that it was not possible to perform device follow-ups properly. The programmer was returned for service. No patient complications have been reported as a result of this event.